Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: colombia. It is reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: receives thread fractionated into 4 pieces, catgut chrom 4/0 (2) 75cm hr17 used in open packaging. Preliminary analysis: · review of stock: the procedure to review the units of this product code and lot number available and verified that to date do not have units in stock. · quantity produced / imported: this product code and lot number (B)(4) units were produced in total. · distributed amount: the total number of units produced were distributed to 16 customers from the cities of (B)(4). · background: the database was revised claims and evidence to date we have a report related to this product code, batch number and cause, related to the packaging. · batch record / record lot: revision of the figure for the production batch documentation was performed and was evident that no deviation, no alterations occurred during the process. · results for batch release results obtained for batch release, for resistance to the voltage at node, met the parameters of the usp and b.braun requirements for this suture, as one can see in the following table: result for batch release; resistance in the knot tension; reference value (usp) 0.77 kgf; test results; minimum 0.92 kgf; maximum 1.25 kgf; average 1.09 kgf. Analysis (s) sample (s): the received sample used that was contaminated, was visually checked. The thread was split in 4 pieces, which showed breakage and looked frayed. An analysis of the sample resistance is not possible; there are no units available to conduct a more detailed investigation. The revision of the figure for the production batch documentation indicates that no deviations occurred during the process and batch release. If this problem continues, please send 5 units from the same batch, for investigation. This information has been entered in the database, and included in the trend analysis of this product line. Conclusions: given the above, this claim is assessed as "not justified", since the results obtained for batch release and analyze the received samples meet specifications.